Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use when the sheath was removed, the end of the blue vessel dilator "cut loose." The rest of the dilator was removed with no issue or difficulty. No harm to the patient. Additional information received on 9/12/2016: that while in the cath lab the md inserted the sheath into the patient's femoral vessel. While removing the dilator the hub "cut loose." The tissue dilator was removed without event. There was no reported patient death, injury or complications.

Manufacturer narrative:
(B)(4) the reported complaint has been further reviewed and (B)(4) has been initiated to investigate the cause of the issue. The non-conformance ((B)(4)) previously reported was incorrect.

Event description:
It was reported that during use when the sheath was removed, the end of the blue vessel dilator "cut loose." The rest of the dilator was removed with no issue or difficulty. No harm to the patient. Additional information received on 9/12/2016: that while in the cath lab the md inserted the sheath into the patient's femoral vessel. While removing the dilator the hub "cut loose." The tissue dilator was removed without event. There was no reported patient death, injury or complications.

Manufacturer narrative:
(B)(4). The sample was returned with the dilator hub was broken off from the dilator body. The dilator tip appeared typical. The sheath tip and hub appeared typical. Spots of blood were noted on the exterior of the devices and on the interior of the dilator. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of dilator hub separated is confirmed. Upon visual inspection, the dilator hub was returned not attached to the dilator body. (B)(4) has previously been initiated to investigate cause of the issue.

Event description:
It was reported that during use when the sheath was removed, the end of the blue vessel dilator "cut loose." The rest of the dilator was removed with no issue or difficulty. No harm to the patient. Additional information received on 9/12/16: that while in the cath lab the md inserted the sheath into the patient's femoral vessel. While removing the dilator the hub "cut loose." The tissue dilator was removed without event. There was no reported patient death, injury or complications.